Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(4) 2018. The pump and catheter that were explanted were both functioning properly, however, the patient had an infection that would not clear up with antibiotics. The devices will not be released by the hospital. The provided information has been confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. It was reported that the patient had an infection and the hcp planned to explant the device. The infection was diagnosed with lab result of the high white blood cell. There was no environmental/external/patient factors that might have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at time of the report. Additional information indicated that the pump and the whole catheter were explanted without difficulty on (B)(6) 2018. No further complication was reported.